Manufacturer narrative:
Manufacture date not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a functional endoscopic sinus surgery (fess) procedure, the system was not able to communicate with electronic picture archiving and communication systems (pacs). The surgeon was trying to import the patient exam. When he tried to query the patient, the system stated that it was unable to communicate with remote pacs. The echo test failed as well. The site stated that the x-ray techs had changed something with the operating room (or) network port and pacs is going to work to correct the port configuration back to the original settings. The site stated they would call back if they need additional assistance after pacs corrected the settings in their system. The call disconnected before remaining patient/surgery information could be acquired.

Manufacturer narrative:
A software analysis was performed for reproducibility.  It was not possible to determine probably cause without further information as the behavior could not be replicated.  The issue is suspected to have been caused by an electronic picture archiving and communication systems (pacs) issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: updated with additional information from the procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated there was a 1.5 hour delay in obtaining the patient exam, but the surgeon was able to complete the septoplasty avoiding significant impact ot the patient. The procedure was completed by obtaining a cd from radiology. The issue was caused by the ip address not being updated. The changes had not been made as needed on the navigation system. The facility has now updated it and it is possible to pull exams again.